Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a 60mm aaa on an unknown date .  It was reported the patient presented emergently with abdominal pain. A type iiib endoleak and a rupture were diagnosed. It was reported that patient had been planned to have a type ib endoleak revision later in the month and a cta in april showed no abnormal signs.  Intervention was performed two days later and the patient underwent a revision evar and the type iii endoleak and rupture resolved. Per the physician the cause of the iiib endoleak and rupture could not be determined.  No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported type iiib endoleak was likely confirmed on the films provided; however, the cause of the endoleak could not be fully determined. A likely contained abdominal aortic aneurysm rupture was observed. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy, and earlier post-implant CT's were not available for comparison of the stent graft in vivo configuration over time. It is possible that fabric wear from the underlying proximal stent of the contralateral limb abrading the bifurcate stent graft at the level of the flow divider, which may have been exacerbated by the angulation observed in the area, was a factor in the reported endoleak. Loss of distal seal of the left limb stent graft was likely present, as contrast was observed surrounding the most distal stent ring, but there was no evidence of this distal contrast spreading into the aneurysm sac. The cause of the loss of marginal seal could not be determined, but disease progression with vascular morphology changes over time cannot be ruled out as a potential root cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the aneurysm measured 110mm when the endurant stent graft was implanted. It was confirmed that the patient became symptomatic during the day due to the ruptured graft. It was noted that there was a clear puncture in the graft, but no leak from the aneurysm sac. It was clarified that due to clear signs of growing aaa,the physician initially suspected that a type ib endoleak was present, however, there was no clear signs of type ib on previous imaging. Film evaluation summary: the reported endoleak could not be assessed on the films returned; therefore, the cause of the event could not be determined. The films were non-contrast and no assessment of any endoleak could be performed. Lack of pre-implant cts did not allow for evaluation of the pre-implant anatomy. Selective angiograms, including endoleak interrogation were not available for review. It is possible that the angulated neck may have been a contributory factor in the reported endoleak and aneurysm rupture, but this could not be confirmed. Analysis of the available films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.